Event description:
Information received by medtronic indicated that the insulin pump had a rejects new batteries. Cracks on the bottom, near medtronic label, and on sides of screen. Large crack on backside of insulin pump, from top to bottom. Sometimes, customer has to press the center home button twice. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.